Manufacturer narrative:
(B) (4). (B) (4).

Event description:
According to the reporter: the reload did not have staples in it. Another reload was fired proximally and bleeding was controlled quickly. There was additional tissue resection. Additional blood loss was less than 250cc.